Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient . The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) could reproduce the event, but did not verify a vent inop error code in memory. The cse inspected the devic but replaced no compoents the unit passed extended self testing.